Manufacturer narrative:
Codman has received the device for evaluation. Upon completion of the investigation, a follow up report will be filed.

Event description:
Rep reported that the distal and proximal flow was checked on a monometer. It was reported to be flowing. Since the catheter was flowing as it should, the surgeon concluded that there must be a valve issue. When trying to remove the valve, he noticed that the connector that was suppose to be molded to the valve was not molded. It had been reported to have slipped out very easy.